Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure within the rectosigmoid performed on (B)(6), 2012. According to the complainant, during the procedure, the clip was difficult to release from the delivery catheter; however, it eventually separated and remained attached to the tissue. The case was completed using this resolution clip. Reportedly, a slight procedural delay occurred as a result of this event.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.